Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter shaft broke occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal left anterior descending (lad) artery and diagonal vessels. A 2.00mm x 15mm emerge balloon catheter was used to treat the lesion. During the procedure the physician kinked the hypotube shaft in various locations as he passed the device down the vessel. The balloon was inflated and deflated numerous times allowing for successful treatment of the lesion sites and therapy to the patient. The balloon catheter was then withdrawn from the patient and additional angiograms were taken demonstrating the need for additional pre-dilatation to the lesion sites. When the product was then picked up to be utilized again, the hypo tube shaft at one of the locations where it was previously kinked, broke in half rendering it unusable in further treatment of the patient. The procedure was completed with another of the same device. There were no patient complications reported post procedure.